Event description:
The customer reported that when the battery was present in the present in the battery compartment the defibrillator failed to power up, even with the defibrillator connected to ac power. There was no report of pt involvement.